Event description:
The reporter indicated that while attempting to upgrade with a flashcard, an error codes was rec'd upon reboot during the device count down. A re-boot was attempted and the error codes were again displayed during the count down. A pt was not involved in the event.